Manufacturer narrative:
Ninety-one sites have been notified via product safety notice (psn) and a correction will be available for 10.0 and 10.0.1 and will be contained in all future versions. There are 0 sites have already been corrected. Steps to reproduce: create a new case. Manually enter the his order number for an imported order. Save the case.

Event description:
When an order is received in powerpath from a sending facility, if the sending facility sends the same order number for different patients, powerpath does not verify the order number which could result in a duplicate order number from the same facility.